Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2011. Dtbb1d4 ICD, implanted: (B)(6) 2014. A 429678 lead, implanted: (B)(6) 2014. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that there was low atrial impedance on the atrial channel that triggered an atrial lead impedance warning. It was noted that there was noise on the entire atrial channel. Additionally, at the time of lead revision it was found that the physician had inadvertently stuck a needle through the atrial lead during the original device upgrade two days ago. The lead was explanted and replaced. No patient complications have been reported as a result of this event.